Event description:
It was further reportd that target lesion 1 (25 mm long) was identified in the proximal left anterior descending (prox lad) artery, with 80% stenosis and a 3.5mm reference vessel diameter. Target lesion 1 was treated with a rotablator, predilatation and placement of taxus express2 8.8% 3.5x28mm drug eluting stent, reducing stenosis to 0%. Less than 24 hours after the procedure, while still in the cath lab, shortly after stent placement, the patient complained of arm, back and generalized aches and pains. It is noted that this appeared to be due to ischemia. Angiographic confirmation was made that the proximal edge of the stent was beyond the left main coronary artery. Patient was given ic nitroclycerin with relief of pain. The next day, the patient had elevated cardiac enzymes which met guideline definition of myocardial infarction. Patient ruled in for anterior and lateral q wave myocardial infarction (mi) and ECG st depression. In the opinion of the physician the relationship of the mi to the taxus stent is probable, and the relationship to target vessel is probable. The next day, one day post index procedure, the patient complained of chest pain and underwent repeat catheterization. Cardiac catheterization revealed 20% distal calcific stenosis in the lmca. Patent stent in the proximal lad, small region in the mid stent that was slightly under expanded due to heavy calcium burden 70% stenosis in the mid lad, 80% stenosis in the distal lad. Small to medium 1st diagonal jailed by the stent with severe ostial stenosis, 70% proximal stenosis in the left cx and focal area of 95% stenosis after the 1st om, 70-80% diffuse calcific stenosis in the 1st om, 60-70% stenosis in the proximal to mid rca, 30% stenosis in the r-pda. Due to lateral ischemia on ECG in conjunction with diffuse multi-vessel disease, patient was referred for emergent coronary artery bypass grafting (CABG). Two days post index procedure, the patient underwent CABG involving the following, reverse saphenous vein to the cx marginal artery, reverse saphenous vein sequentially to the distal rca and acute marginal artery, reverse saphenous vein to the 1st diagonal, left internal mammary artery to the distal lad. Patient received six units of packed red blood cells, twenty units of platelets and four units of fresh frozen plasma. Patient was discharged to a rehabilitation center 7 days later on asa therapy only. In the opinion of the physician the relationship of the reintervention to the taxus stent is not related.

Event description:
Arrive2 clinical study # 128-056. Same pt as #6000093-2005-00721. It was reported that less than 24 hrs after a coronary artery drug eluting stenting procedure the pt experienced a myocardial infarction (mi). The lesion being treated in the index procedure was a 3.5mm, 80% stenosed proximal right coronary artery (prox rca). The physician treated the lesion in the index procedure with predilation and successfully placing a taxus express2 8.8% 3.50x28mm drug eluting stent in the target lesion. There were no complications. Less than 24 hrs after the procedure, the pt experienced a mi.